Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have main tube broken. No material was found missing. The complaint regarding arm broke was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This failure is typically associated with mishandling/misuse, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer reported the surgeon was holding the bowel at an angle. The surgeon could not get the tip-up fenestrated grasper instrument to straighten and it broke. The instrument was removed from the patient and replaced with a back-up. The procedure was completed had no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.